Event description:
From staff: boston scientific injection needle under normal use could not pierce the target tissue after multiple attempts. A second item was opened and functioned as expected easily accessing the target tissue.